Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012666000 was returned and analyzed. During visual inspection, the catheter appeared intact without any visible issues. The slide function was as expected, and the shape of the capture device was unremarkable with no atypical features. The catheter was connected to a test catheter interface cable (cic) without any resistance, and the connection was secure, as indicated by both latches fully engaging into the catheter connector. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks were observed along the extended portion, indicating proper functionality and alignment of the steering and slide mechanisms. The steering function was normal, with the distal catheter tip responding with approximately 170° rotation in both directions. The catheter was reprogrammed and connected to the generator via a test cic; however, an error 2000 occurred related to the catheter electrical current. Electrical continuity testing confirmed there were no open loops between electrodes 1 to 9, successfully passing the continuity check. Further dissection of the returned catheter was performed, revealing a kink in the shaft of one of the electrode wires. In conclusion, the catheter failed the returned product inspection due to a kinked electrode wire. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the pulseselect catheter, an electrical component error occurred on the ninth ablation application. A generator error message was displayed, and a catheter electrical current error (error code 2000) was identified. The catheter interface cable was disconnected and reconnected at both ends then replaced, but the error persisted. The generator was rebooted according to on-screen instructions, but the error continued. A new catheter was supplied, which resolved the issue, and the case was completed with no further problems. Visual inspection via fluoroscopy confirmed there was no electrode to electrode contact or electrode to wire contact at any point. No patient complications have been reported as a result of this event.